Event description:
The surgeon requested a gia 60 reload. The stapler was handed to the surgeon but did not contain any staples resulting in a 1 cm cut to the bowel. According to the manufacturer, if the stapler did not have a fresh reload in it, the stapler should not have been able to clamp down and make a cut without stapling.